Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new device was successfully implanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.